Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper preparation of the device and/or improper surgical technique. (B)(4): preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2025, a facility representative reported via (B)(4) that an ar-6069-90 90-degree reelpass suture lasso failed. The surgeon was performing a shoulder labral repair. Before the case, the passer was prepped by expelling a decent amount of monofilament and cutting flush. After introducing the reelpass and hooking it under the labrum, he rolled the wheels to expel the monofilament. While trying to remove the passer, it was found that the reelpass was stuck and would not expel any more suture. The surgeon tried to pull the suture from the retriever manually, but none would come out. The case was completed successfully by opening up another reelpass. The item was disposed of and was not available for return.